Event description:
It was reported the physician was performing an arthroscopic procedure using a coblator ii surgery system. Intra-operative, the physician noted the displayed coagulation and anlation settings on the coblator fluctuated intermittently on their own at the same time an unusual noise was made. The procedure was completed and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.